Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm and unexpected shutdown occurred. Customer also received an auto-off safety alarm. There was no reported impact to customer's blood glucose. Although requested, customer did not provide additional information and customer declined tandem technical support's offer to troubleshoot.